Event description:
At approximately 11:00 pm, a surgical attendant, while on routine rounds, smelled smoke in a non-attended operating room. The attendant immediately unplugged the workstation on wheels (wow) cart, pulled it away from the anesthesia machine where it was in very close proximity (anesthesia machine includes oxygen), and then threw water on it. The battery of the wow located at the base of the cart, appeared as if it had exploded as evidenced by melted parts of the exterior floor base as well as some burnt damage to the floor. The wow was removed and sequestered on the loading dock. The operating room 1b was closed at the time of discovery and remains out-of-use while the investigation ensues. No staff or patients were injured.the device is a high efficiency ac powered computer cart with 40 amp lithium iron (lifepo4) battery (16 inch height adjustment, internal storage for small form cpus, fully adjustable keyboard tray, keyboard light).